Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00753. It was reported the patient experienced ineffective stimulation. Reportedly, reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report #3006705815-2017-00753. Follow-up identified surgical intervention has been postponed due to an unrelated infection.